Event description:
The customer reports the ventilator will not stay in standby mode. There was no patient involvement. The remote service engineer advised that the flow sensor may be faulty and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The caller was to replace any parts and perform any needed repairs and will call back only if further assistance is needed. Multiple gfes were sent requesting repair confirmation but there was no response. If the customer reports further information, the complaint record will be re-opened for investigation. The gas delivery system (gds) was returned for failure analysis. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. During testing, it was determined that the out-of-specification u1 on the airflow sensor pcba created the air flow accuracy test to fail and created the ventilator not to enter standby mode.